Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the e-100 generator went red twice. The e-100 connections were checked, and hard power cycle was done after the first occurrence, but it went red again. The customer moved vessel sealer instrument to the vio dv 2.0 integrated electrosurgical unit (erbe) to continue with procedure. The intuitive surgical inc. (Isi) technical support engineer (tse) found no related logs, but recommended the customer hold down the e-100 power button for 3 seconds to reset and try the vessel sealer again. The customer was going to recommend steps to the surgeon. The procedure was completing as planned with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the case was completed with the erbe generator. The vision side cart was swapped out with another visions side cart. There was no harm to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting generator e-100 generator failure, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the e-100 generator. System tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed; however, the reported failure could not be replicated. This unit was installed onto the test system and completed testing with a synchroseal instrument. The synchroseal was used with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times. The e-100 worked without any issue. The complaint regarding generator failure was not confirmed by failure analysis.